Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer stated that the pump infused faster than expected. Heparin was programmed to infuse over 16.7 hours with 25000units, but the infusion completed in less then 3 hours. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of heparin infusing faster than expected was not confirmed or replicated. Log analysis showed that heparin 25000 units in 500ml non-weight based was programmed at 2:31 pm on (B)(6) 2018 to infuse at 30ml/hr with a vtbi of 500ml, which would have an expected duration of 16.7 hours as reported by the customer. Within 2 minutes the vtbi was reduced twice. Between 3:05 pm and 3:15 pm there were 13 air in line alarms and the infusion was restarted after each. At 3:15 pm, following a check IV set alarm, the module was channeled off and the system was powered down. Inspection and testing of the pcu and pump module showed no malfunctions; the pump module was found to be infusing within specification. The root cause of the reported event was not determined.